Event description:
The patient's status throughout the procedure mentioned in the initial event description needs to be refined as the right atrial (ra) lead was not addressed during the surgery. Instead, there was no consequences to the patient.

Event description:
It was reported that the right atrial (ra) lead failed to capture. The patient was asymptomatic. Initially the physician wanted to replace the ra lead, but instead elected to keep it in place as all programming parameters were within there functional range. The patient was in stable condition throughout the procedure. Further information was requested but not received.